Event description:
Study: prevention of cardiac adhesion in pediatric cardiac surgery. Patient initials: original surgery data: date of surgery: 2006. Type of congenital heart defect: tricuspid atresia. Type of surgical procedure: banding of pulmonary artery. Details: 2nd of coseal applied to great vessels, right atrium, right ventricle, and inferior. Duration of surgery:1hr. Ae detail: on day 5, post-operative a tamponade was diagnosed. The duration is unknown.

Manufacturer narrative:
Baxter medical director assessment: 2008. During surgery 2 ml of coseal has been applied. On postoperative day 5 a cardiac tamponade has been diagnosed. More clinical detail not available. It is unclear if complication required redo surgery. More info about the postoperative history and treatment of patient pending. A causal relationship with the application of coseal cannot be ruled out (potential swell of coseal in excess).